Manufacturer narrative:
Evaluation of the returned lantern confirmed that the catheter was fractured in its midshaft. If the lantern is forcefully manipulated at extreme angles during use, damage such as a kink and subsequent fracture may occur. Further evaluation of the device revealed additional fractures. Based on the reported complaint, this damage was likely incidental to the complaint and may have occurred during packaging for the return. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing.

Event description:
The patient was undergoing a coil embolization procedure in the left gonadal vein using a lantern delivery microcatheter (lantern) and non-penumbra sheath. During the procedure, the physician decided to remove the lantern to be flushed; however, upon removing the lantern over the guidewire, the middle of the lantern became broken. The procedure was completed using a new lantern and the same sheath. There was no report of an adverse effect to the patient.